Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). A field service engineer (fse) checked the rinse tubing and determined that it was good, checked the rinsing and slighting adjusted the reaction cells rinsing and the sample probe rinsing. The fse also checked and slightly adjusted the gear pump pressure, checked the ion-selective electrode (ise) compartment and reseated the cartridges, and slightly adjusted the ise probe. For verification, the fse ran an ise check and calibration that passed, qc, as well as 20-cup precision checks, all of which passed. During this visit, the customer stated that they had an issue with calibration. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c (501) module for eleven patients. Five of the eleven also had questionable chloride electrode results, and seven also had questionable potassium electrode results. This medwatch will apply to the potassium electrode. Please refer to the medwatch with a1. Patient identifier: (B)(6) for the sodium electrode and medwatch with a1. Patient identifier: (B)(6) for the chloride electrode. Please see the attachment for the patient results. The doctor evaluated the initial results and requested that the samples be rerun.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The provided alarm trace report contains abnormal probe sucking errors. This is consistent with possible poor sample quality. The investigation was unable to determine a direct root cause. If an issue was present, the service action resolved the issue.